Event description:
The customer reports during two unspecified procedures using an evis exera ii ultrasonic bronchofibervideoscope, the balloon dislodged and had to be removed from the airway. The customer reports a third procedure in which the distal end of the scope was found to be broken. No additional consequences to the patient(s) have been reported. Additional details have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the third procedure (broken distal tip).

Manufacturer narrative:
The device referenced in the report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the suspect device: olympus was able to duplicate the reported event. The probe unit tip was broken. The scope passed the leak test. It was also found that the scope has non-olympus parts. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR # 2951238-2022-00402.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer and updated in the legal manufacturer's (lm) final investigation report. The investigation report has been updated to reflect the following information: there were at least 5 occurrences of an endobronchial ultrasound (ebus) balloon falling off. This information was previously reported under related record (patient identifier # (B)(6) which referenced this complaint as one of the 5 occurrences. Although this information has been added to the final report, there is no change to the lm investigation findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. This supplemental report includes a correction to e1, e2, e3 and h4 from previous submissions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 4 operation warning always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Conclusion: the definitive cause of the reported events could not be established. <observations> (1) I did have some issues with the balloon staying in place and had it dislodge during 2 of my cases, which I had to retrieve from the airway. As a result of investigating the information, it was found that the phenomenon occurred before the tip was damaged. It is unlikely that it was caused by a malfunction or damage. The possible cause is that the balloon may not have been installed sufficiently, so it may be due to handling.

Event description:
There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in: b3 and b5.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.